Event description:
Information received indicates the brake and brake/steer caster wheels were rolling and the caster stem would turn when locked in brake.

Manufacturer narrative:
The technician found the casters were worn and the rubber on the tires was cracked. The technician replaced the casters to repair the bed.